Event description:
It was reported that during a post-op visit, the atrial lead exhibited loss of sensing and high capture threshold. The lead was explanted and replaced on (B)(6) 2014. The patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.